Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that during use of right ventricular (rv) lead, an alert triggered for low impedance approximately (B)(6) 2016, impedance tendency showed a low peak, and an increase in the threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.